Event description:
The customer reported that the 840 ventilator is inoperable. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to swap the exhalation valve. Covidien not authorized to evaluate the device.